Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, at the beginning of the case, the fiber was firing forward into the bladder rather than out from the side. The procedure was completed with another fiber without patient complications.